Event description:
The pt reportedly experienced decrease in performance while wearing the external equipment. The pt was seen at the center for evaluation. Testing performed confirmed that the device was functioning. A decision was made to explant the patient's device. The pt's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.